Event description:
Consumer called to report very high readings for the past week. Analysis run on clark error grid using mean average readings (182) as ref. Point vs. Bd readings (42, 321) yielded data points in the e/crange of the grid, outside of acceptable limits.